Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a segura hemisphere retrieval basket was used in the ureter during a ureterscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the basket broke inside the patient. There were no patient complications as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: device identification (model number). Device problem code 1069 captures the reportable event of basket wire broke. Investigation results: visual analysis found the returned device under good condition without evidence of damages or defects. The basket wires were not broken, all the basket wires were found to be properly attached to the pull wire. The investigation conclusion code of this event is "no problem detected" since the device complaint or problem cannot be confirmed. A review of the device history record (DHR) confirms that the accepted device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a segura hemisphere retrieval basket was used in the ureter during a ureterscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the basket broke inside the patient. There were no patient complications as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.